Manufacturer narrative:
The device has not been returned for evaluation. Root cause is unable to be determined at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2021. As per the reporter, the surgeon observed black stains on the patient's skin. Tissue samples will be taken and results will be provided. There was no harm or patient injury reported.